Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would dis-continue the use of the device. Product mmt-1781k was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Unit received with critical pump error upon battery installation. Unit was cut open for visual inspection of the electronic assemblies. Moisture damage was found at force sensor flex connection to pcb1 board connector during visual inspection. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error. Unit received with detached retainer, cracked reservoir tube lip, broken battery tube threads, serial number label missing, cracked case (battery tube), cracked case-corner of belt clip rails, scratched case, missing display window/cover, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay. In summary, pump alarmed critical pump after battery installation. Verified cause of critical pump error due to moisture damage to the force sensor flex wire and corresponding connector on pcb1. Customer allegation of cosmetic damage was confirmed during visual inspection when cracked case on battery tube was observed. Damage retainer ring confirmed and reservoir unable to lock into place. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.